Manufacturer narrative:
Additional information provided in b.5., b.7., d.3., d.10., g.1. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and provided that provisc was used for the case. The adverse outcome has resolved and there were no predisposing factors. Ultimately there was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient is unable to read as well with vivity lens. Additional information has been requested.